Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on 9/15/2017 stating that minute ventilation on right atrial (ra) channel of atrial tachy response (atr). Additonally, pacing impedance measurements varied from 350-400 ohms, irractic bt nothing notes out of range. The following physician was dr. Peter gallagher at nebraska heart institute in lincoln, ne.no other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)